Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device at times had no pacing output along with intermittent right ventricular (rv) capture. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.